Manufacturer narrative:
Device brand name- cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. Catalog/rpn #: c-udlmy-401j-rsc-abrm-hc-ihi-fst this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that a line was placed in pediatric patient in the internal jugular. Two weeks later it was noted that there was a clot on the distal end of the catheter, so they could not infuse. The catheter was pulled from the patient, and it had eroded, which may have been related to the patient's calcium chloride drip. No part of the device remained inside the patient, and there were no injuries or additional procedures reported.